Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit pauses every 10-20 seconds and the patients pressure dips during that time. Customer states that it does not alarm and there are no warning signs when it happens. This is not an autofill or calibration period. Customer also states that the ECG and aline "blank" to a flat line during that time. Customer was advised to switch pumps, which they successfully and resumed pumping. There was no harm or injury reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Despite our good faith effort attempts to obtain additional information and/or product return. No response has been provided, the complaint will be moved to the investigation stage, if additional information is received or the part becomes available the complaint will be processed accordingly.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Information regarding the serial number of the device has not been provided from the customer despite multiple attempts to obtain the information, therefore, the production identifier component of the UDI is not available.